Event description:
It was reported that the surgeon noticed the plate was broken. The broken plate will be replaced on (B)(6).

Manufacturer narrative:
Device is still implanted - revision surgery scheduled for (B)(6) 2010. Internal investigation in process but not yet complete.